Manufacturer narrative:
The fusebox was returned to the manufacturer for evaluation. The input voltages of the air pump in the processing unit was checked and measured. Further investigation has been initiated to measure the air flow rates for different levels.

Event description:
It was reported that the air pump within the fusebox was performing uniform air flow rate, regardless of the level set. The user facility observed no difference in air flow from all 3 settings (level 1 - level 3). There was no report of injury or other negative health consequence to any patient. It was only reported that the patient experienced discomfort from this malfunction.